Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer experienced high and low blood glucose levels. His blood glucose level was 48 mg/dl. His healthcare provider noticed a crack by the insulin pump's battery cap. He corrected his blood glucose level with food. In the alarm history a no delivery and two low reservoir alarms were found. The customer made multiple 911 calls over the past two months due to his low blood glucose levels. Just before christmas the paramedics treated the customer at his home and normalized his blood glucose level. His blood glucose level was too low to register on the meter. He was wearing his insulin pump at the time of the 911 call. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed all the functional tests. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window and cracked battery tube threads.